Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Our sales rep reported, I attended a asniss 4mm case. He used a 55mm half thread stainless steel screw on a humerus condyle of a (B)(6) patient. No pre drilling was done as the fragment is too small and our screws are self drilling and tapping. On insertion of the screw, the head broke off and the screw had to be removed. The screw was completely bent and top part twisted. As I was present at the case, I could not see the surgeon exerting extreme force on the screw. Theatre time was extended by approximately 20min as extraction of the screw was complicated.

Manufacturer narrative:
Evaluation summary: the reported event of the asnis screw broke could be confirmed. Based on the received information no pre-drilling was done. Therefore the root cause too high torsional forces were attributed to a user related issue. Please pay attention to the operative technique asnis iii cannulated screw system (literature number: us version: la3sb rev 6 ous version: 982187 rev 5): ¿note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. Note: in dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire. Alternative: substitute the ø1.4 x 150mm guide wire with a ø1.4 x 150mm drill bit. Throughout the procedure it is possible to interchange the guide wire and drill bit. Note: guide wires are single use disposables. Do not reuse guide wires. Option: a parallel drill guide is available for parallel placement of guide wire. [¿] the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill o2.7mm (702449) and use of the cannulated tap o4.0mm (702454) is recommended, especially when placing oblique screws.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Our sales rep reported, I attended a asniss 4mm case. He used a 55mm half thread stainless steel screw on a humerus condyle of a (B)(6) patient. No pre drilling was done as the fragment is too small and our screws are self drilling and tapping. On insertion of the screw, the head broke off and the screw had to be removed. The screw was completely bent and top part twisted. As I was present at the case, I could not see the surgeon exerting extreme force on the screw. Theatre time was extended by approximately 20min as extraction of the screw was complicated.